Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to implant fracture socket. Srnjr number: (B)(4), side: r, frasa: p2-mild disease not incapacitating.